Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Investigation is in process, a follow-up report will be provided.

Event description:
After multiple follow-up attempts, the customer did not provide exact incident date, wbc count, unit information or further details for this event.

Manufacturer narrative:
Lot number and expiry information are not available at this time investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer this product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The wbc count is not available, at this time.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible causes include but are not limited to: donor physiology may also contribute to a higher than expected level of wbcs. Rbc spill over. Centrifuge stopped. Rbc detector calibration error. Possible air block. Laboratory/counting method variation. The orientation of the tubing as loaded in the centrifuge hex holder and the compromised structural integrity of the plasma tubing. Effectively, there is a certain orientation in the hex holder that allows for the rbc line to lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product.